Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery. She did not recall the blood glucose reading. The alarms had occurred during basal and bolus deliveries. Through troubleshooting, insulin exited with a manual prime and the customer was advised that the alarm was resolved by an infusion set or reservoir occlusion. The customer was concerned for her safety and reported that the insulin pump had alarmed again while not connected to her. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.